Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a full-height drawer went down, causing the rest of the pyxis to fail. A field service engineer (fse) replaced one door controller printed circuit board assembly (pcba) and two pcba module controllers. The first module controller pcba replaced did not work, but the second controller pcba worked and resolved the issue. The client tested and inventoried the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a drawer failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.